Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ps1 and ps2 were replaced as a precaution. The video connectors were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.